Event description:
It was reported that during an unknown procedure, the clip appliers jammed, which prevented the clips from forming correctly. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: dr. Ducic is a very busy ent who does around 30-50 cases per week and uses 10-15 ethicon clip appliers per case. He has experienced clips falling out, two clips coming out at one time, jamming with no clip being deployed, misaligned clips, etc. Please clarify how ¿which prevents the clips from forming correctly¿ like I said in the original entry, the device was jamming up. This was preventing the clips from forming correctly. Did device just not fire clips (jammed)? The device did not fire the clips. They did not load properly. Did device fire malformed clips? This is what the staff told me and all that I know did device fire scissored clips? This is what the staff told me and all that I know if other, please specify were there any patient consequences? If yes, please describe. No information provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.